Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the e433 error is generated during video system center break down, however the event was not reproduced. The product met performance specifications during physical evalaution. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had an e333 (touch panel) error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.